Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2009.

Event description:
It was reported that the patient experienced an infection and vegetation on the implantable cardioverter defibrillator (ICD) system leads. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reportedas a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.